Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call loose drive support cap on the insulin pump. Customer's blood glucose level was 87 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they switched out their tubing set, attempted to fill the tubing but the piston does not stop. Customer advised the drive support cap was pushed out as a result of normal wear and tear. Customer advised the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, severely scratched display window, cracked reservoir tube lip and missing the end cap sticker noted.